Manufacturer narrative:
The insulin pump had a blank display due to faulty lcd driver. Unable to verify unexpected restart alarm due to blank display anomaly. No damage found on interface board. The insulin pump had moisture damage found on the motor. The insulin pump received with cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, as well as battery out limit alarm. Blank display was also noted. Customer's blood glucose levels at the time 349 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.